Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The following incident description was provided to caridianbct quality assurance. The customer called to report a procedure in which the saline and ac were switched and find out how much ac was actually infused to the donor. The customer is not alleging a deficiency with either the machine or disposable. This report is being filed due to the potential for injury from citrate toxicity due to operator error.

Manufacturer narrative:
(B)(4). Customer called to report that the operator switched the saline and ac solution bags and noticed this about 9 minutes into the run. F/u with the donor 2 hrs after procedure found the donor physically fine. The medical director was notified. This type of reaction would typically be verbalized to the apheresis operator which should result in increased monitoring of the donor and verification of disposable solutions setup. The run data file was analyzed by caridianbct fpt member to determine the ac infusion rate for the returns which contained boluses of ac from the replacement solution line. Only three return cycles (out of 6 total) contained replacement solution volumes >20 mls, and the last one of these three was not completed due to the operator ending the run. The two returns which contained the most ac volume were the 4th and 5th cycles. These two cycles calculate out to an average delivery during the 4th and 5th return cycles of 11.00 ml/min-ltbv. By evaluating the ac infusion rate over the entire procedure time we find that 72 mls of ac was delivered total over the 9 minute procedure. This complete procedure ac infusion rate is calculated to be 1.43 ml/min-ltbv. While this short term (2 x 21 sec average) ac infusion rate is approx 11 times the recommended ac infusion rate for an apheresis donation, there were only two return cycles which delivered ac at this rate. Despite the excessive instantaneous ac infusion rates experienced by the donor during the fourth and fifth return cycles, the overall average ac infusion rate is only approx. 19% above rates (i.e. 1.2 ml/min-ltbv) typically found during therapeutic procedures on non-healthy pts. Conclusion: operator error.